Event description:
It was reported that prior to an l4-s1 post lumbar fusion, as the scrub tech was loading a polyaxial screw on the matrix driver, the tip of one finger of his glove got stuck between the threads of the holder and the screw and he was unable to release neither the glove nor the screw. The tech cut the glove and was then able to release the screw. A flash-sterilization was performed on the parts and the procedure proceeded without further incident and no adverse effect to patient was noted. This is report 3 of 3 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Blank fields on this form indicate the information is unknown, unavailable or unchanged. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.(B)(4)